Event description:
It was reported that the patient had a return of pain and pump problem. Patient stated that her physician believed that her pump "isn't working right" and that he planned to replace her current pump with a new one. Additional information will be provided when available.

Manufacturer narrative:
(B)(4)